Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to the motor encoder signal being out of phase.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading at the time of the phone call was 406 mg/dl. Troubleshooting was performed and found that the insulin pump was alarming motor error every time the customer attempts to rewind it. Nothing further was reported.